Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional armada device is being filed under a separate medwatch report. Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. The investigation determined that the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right anterior tibial artery. A 1.5x120mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced without issue; however, the balloon burst during the first inflation to 12 atmospheres. The device was removed without reported issue. A second 1.5x120mm armada 14 pta catheter was then advanced without issue; however, during the inflation, a leak was noted where the hub and proximal shaft meet. The device was removed without reported issue, and a non-abbott balloon device was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.